Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had an impella cp support initiated for a 57-year-old male patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). The patient developed limb ischemia in the impella accessed limb and had thrombectomy performed. The pump was explanted after just over 4 1/2 hours. The team evaluated the decision to place an impella 5.5 pump after the impella cp explanted. The team looked to the flow and determined the ischemia to be acute on chronic vascular disease.